Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. However, pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm multiple times during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and would return the product for analysis.